Manufacturer narrative:
Customer in thailand notified biomérieux of discrepant results associated with vitek® 2 ast-n288 test kit. An internal biomérieux investigation was performed. Without submittal of the isolate, a vitek® 2 imipenem discrepancy compared to the reference method cannot be confirmed. Without submittal of raw data, growth of the isolate cannot be assessed. Vitek® 2 ast-n288 lot# 7080178403 met final quality control (qc) release criteria. There were no issues on the initial qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® 2 ast-n288 test kit. The customer reported that the results per vitek 2 ast-n288 for proteus mirabilis were resistant (r); however, disk diffusion results were susceptible (s). The customer reported there was no incorrect treatment; however, results were delayed for two to three days due to the discrepancy. An internal biomérieux investigation will be initiated.